Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited suspected loss of capture (loc). In office troubleshooting found no issues with threshold measurements however a review of the lead impedance trend showed an increase in impedance measurements since implant of about 500 oms with sporadic peaks up to 1300 ohms. The device was reprogrammed from a bipolar/bipolar configuration to a unipolar/bipolar configuration. This reprogramming resulted in right ventricular (rv) lead impedance measurement of 376 ohms and a lower threshold measurement. No adverse patient effects were reported. The device remains in service and the patient will be monitored.